Manufacturer narrative:
The reported defective device was not returned to the manufacturer for a device evaluation. The customer's reported complaint description of the applicator tip breaking inside of the patient cannot be confirmed as the sample was not returned for evaluation. As the sample was not returned, a definitive root cause could not be determined. A potential contributing factor could have been if lateral forces were applied to the applicator tip during the procedure. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Note: the manufacturer number has been amended from 1319211-2015-00398 to 1319211-2016-0006. (B)(4). Device is not available for return.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviation related tot he reported defect of the complaint. The review confirms that the lots met all material assembly, and performance specifications.

Event description:
As reported (B)(6) 2015, a (B)(6), male patient presented for a microwave procedure. During the procedure, the treating physician noted the tip of the applicator had partially detached from the applicator shaft inside of the patient. The device was withdrawn, leaving no piece of the tip inside of the patient, and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.